Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power or low battery alarm was noted. The insulin pump had a cracked case at the display window corner, cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Event description:
It was reported the insulin pump alarmed off no power and low battery alert did not occur in the last 24 hours. Customer inserted a new battery and the battery cap was ok. Customer stated this was the second occurrence of the alarm. Customer's blood glucose was 169 mg/dl. Customer was advised the device needed to be replaced and customer agreed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.